Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14march2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The caller reported that during the extended self test (est) the unit failed the safety valve test. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 09apr2019, date rec¿d by MFR : 26mar2019. Philips field service engineer (fse) confirmed the unit failed the pressure relief valve test (prv) test. The fse performed troubleshooting and was able to adjust the prv valve; the unit passes all required tests and is ready to be returned to clinical use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.